Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of the unit did not alarm when it was powered on. The unit was triaged and the reported issue was confirmed. A visual inspection found that two components had been damaged and lifted off of the printed circuit board. A trend has been identified and a formal corrective and preventative action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien that a customer had an issue with the enteral feeding pump. Upon triage, on (B)(6) 2017, service found that the unit did not alarm when it was powered on.